Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) during bolus deliveries. The customer experienced a blood glucose (bg) level over 400mg/dl and small traces of ketones during these events. The customer delivered a correction bolus to address the bg level. The customer was able to successfully load a new cartridge each time and resume insulin deliveries.